Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 12/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: the keypad cover is intact. The ok button is unresponsive during investigation. Investigators were unable to perform step 11 due to inability to advance past verify screen. Removed keypad cover and evidence of moisture was found under/on ok button contact. Opened pump to inspect keypad flex; keypad flex found to be fully seated in connector with latch closed. The display is dim/fading (pink). Two battery compartment cracks below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.